Event description:
It was reported that through the sterilization process the dual speed cement injection gun was producing metal shavings and discoloration. There was no reported patient involvement, adverse consequences or medical intervention.

Manufacturer narrative:
Upon visual inspection the diagnostic engineer found that the surface coating had worn off the handles of the unit, which confirmed the reported event. The diagnostic engineer determined that the cleaning practices at the account were likely the cause for the event.

Event description:
It was reported that through the sterilization process the dual speed cement injection gun was producing metal shavings and discoloration. There was no reported patient involvement, adverse consequences or medical intervention.